Event description:
It was reported, the unit had developed a burned area.

Manufacturer narrative:
It was reported, the unit had developed a burned area. Our inspection revealed no evidence of an actual burn, although there was discoloration from an area where loose heater wire had bunched together and created excessive heat. It appeared that the user may have folded and/or bunched the unit, rather than laying it flat as our instructions recommended. We have also taken remedial action in the form of a construction change that utilizes a special adhesive to hold the wire more firmly in place. We determined that this report was attributable to misuse on the part of the consumer.